Manufacturer narrative:
Suspect device received on may 04, 2021. Device evaluation completed on may 23 2021:, during the visual evaluation, no apparent damage or visual anomalies were observed on the cpx4 with suture tabs medium height smooth, 650 cc returned device. Leak testing was performed, according to mentor procedure, and it was identified two (2) tears (a and b) on the posterior aspect, measuring each tear approximately less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. A manufacturing record evaluation was performed for the finished device 9371289 number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflated. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor cpx4 with suture tabs medium height smooth expander saline prosthesis experienced unknown sided deflation post procedure. The report indicated that the device was explanted and send to mentor, but mentor has no information regarding the removal date. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated.